Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected the foot pedals and noted significant dust and debris under the right blue energy pedal. The fse was unable to clear all of the debris. The fse replaced the footswitch assembly to resolve the issue. The system was tested and verified as ready for use. Isi received the footrest involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure that the foot pedal was difficult to depress was replicated. The footrest was installed and tested without any issues. The pedals were tested to swap instruments and for monopolar and bipolar energy and they worked well. Ten power cycles were performed without any issues; however, the camera and blue pedals were difficult to press and the right sensor is broken inside. Upon visual inspection, the pedals were dirty. A log review confirmed the sigmoid colectomy procedure performed on of (B)(6) 2022 on system sk2681. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer swapped to another surgeon side console (ssc) after the start of the procedure due to the pedal being difficult to depress . While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer noted that one of the blue energy pedals was difficult to depress. The customer explained that they proceeded with the second surgeon side console (ssc). The customer explained that both ssc brakes were down. The technical service engineer (tse) had the customer verify that nothing was stuck under the foot pedal that was blocking pedal movements. The procedure was converted to another da vinci ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was identified during the procedure while ports were placed. The ssc was swapped and was not used for the remainder of the procedure. The procedure was intended to be a dual console procedure. The customer stated that the console was not inspected prior to use so no issues were noted prior to the start of the procedure. The customer confirmed the procedure was completed robotically with no injury to the patient reported. Patient demographic information was requested but unavailable.